Event description:
An 18-mm left ica unruptured was treated in 03 with 20 micrus platinum coils, I target gdc platinum coils and 24 microvention hes coils. No procedural complications noted. Pt presented with vasogenic edema 2 weeks post-procedure. Csf analysis negative for viral or bacterial infection. Pt treated with steroids and symptoms resolved.